Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. Customer stated insulin pump display went blank immediately after exposure to moisture. Customer stated that insulin pump had been full of water and they took the battery out. Customer stated that there was not much water left in it so she tried to put the battery in and it did not turn on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.